Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow-up, the patient's right ventricular (rv) lead exhibited a high capture threshold. A chest x-ray confirmed the rv lead had dislodged. The lead was re-positioned on (B)(6) 2020. There were no patient consequences throughout.